Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 5.2, lab: 2.3. Caller stated that the pt¿s h&h (hemoglobin & hematocrit) is normal.

Manufacturer narrative:
Investigation: discrepant results (accuracy): comparison of inratio test with lab results provided by end-user at time complaint was filed. Date : (B)(6) 2012, inratio meter: 5.2, ref: 2.3, mean: 3.75. Confidence limits: 2.2-5.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Unable to perform retained strip testing due to unk strip lot number on the event details. No further investigation is possible. Conclusion: analysis of client¿s data from inratio and reference method revealed that test results met accuracy criteria. Customers results are not considered discrepant within the context of the documented variability for inr testing. No strip lot info was available. No product associated with the complaint was expected to be returned. Root cause of unexpected result could not be determined. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.